Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation, and "any creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion, opening curved on radius and white particles inner device. Leak test and microscopic analysis was performed which identified, opening crease sharp on radius and opening crack. Based on the device analysis, the final assessment is: an opening crease sharp on radius assessed, as fold flaw opening. A cracked valve seat diaphragm valve. Creases are observed, but have no relationship with manufacturing.

Event description:
Healthcare professional reported, left side deflation. And "any creases". Device has been explanted.